Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. It was found that the wire on the handle side was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1.due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2.the operating pipe broke at the narrow part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an endoscopic bile duct stone removal procedure, the basket became incarcerated. An attempt was made to release it with the crusher handle according to the instructions; however, the wire on the handle side broke. The basket incarceration was subsequently released using the endotripter. No wire or other basket components remained inside the body. Complete removal of the calculus was not achieved. A bile duct stent was placed. There were no reports of patient harm.